Manufacturer narrative:
Visual examination found no malfunctions. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-24887 related manufacturer reference number: 2017865-2023-24888 related manufacturer reference number: 2017865-2023-24890 it was reported that the patient presented in clinic for follow up. Upon review it discovered that the pacemaker and leads had eroded. The physician confirmed that there was an infection. The entire system was explanted, and a wound debridement surgery was performed. The patient was in stable condition post procedure.